Event description:
A surgeon reports explanting several intraocular lenses (iols) due to pt complaints of seeing dark shadows following surgery. No pt or device info provided. Additional info has been requested.